Manufacturer narrative:
The reported complaint was confirmed. Per data log review, on 15-oct-2020, the level log shows the alert probe was changing status between coupled and uncoupled frequently. This will cause an alert tone when the level detection is turned on with or without the level dropping. This will also cause a 'level not attached' message but this may not be seen in the top message area. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the yellow level sensor, and the red level sensor as precaution. The unit operated to the manufacturer's specifications. The suspected part was sent back to manufacturer for evaluation.

Event description:
It was reported that during use of the device during a cardiopulmonary bypass (cpb) procedure, the yellow (alert) level sensor went off without the level dropping. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2020, the team had a low level alert audible alarm generate without the drop in the level on the venous reservoir. The team had enough volume in their reservoir and had no issues prior with the level sensing pads, gel or system. There was no delay in the continuation of the surgical procedure. There was no harm, or blood loss associated with the event.

Manufacturer narrative:
The red level sensor was received last (B)(6)2021. During laboratory analysis, the product surveillance technician (pst) observed that the alarm (red) level sensor exhibited no defects during evaluation. The alert (yellow) level sensor showed some slight deformation on the face. The yellow sensor will not mate with the reservoir in the typical fashion which caused the failure.